Event description:
The patient presented have had experienced dizziness. The patient is pacemaker dependent. During the follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular lead. Additionally, the pacing impedance had decreased. Lead damage was suspected, however not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.